Event description:
On (B)(6) 2022, a patient (pt) in spain posted on a social media website, pt reported ¿two big sores in my iris and a lineal sore through my pupil. It has being made by my @acuvue contact lenses for the last 6months. Treatment require an abrasive ointment that maybe made me lost some vision.¿ on (B)(6) 2022, the pt provided additional information via the social media website. Pt reported ¿and if that won¿t work¿.surgery. The danger here, the good thing is lost some vision. The bad thing being blind in that eye. If we gain the money requires I will go the best ophthalmological clinic in spain.¿ the pt also provided a picture of the front of an acuvue oasys for astigmatism contact lens box. On 09 nov 2022, additional information was provided. The pt reported the ophthalmologist gave ¿bad news¿. I have two large ulcers on the ¿iris and a linear one that crosses the pupil, caused by my contact lenses.¿ on 09 nov 2022, additional information was provided. The pt advised they will contact their optician and lawyer. ¿if the medication does not work, my profession and half of my life will be over. I have spent one week lost during this time, as not been able to work.¿ on 10 nov 2022, additional information was provided. The pt reported ¿I have 3 iris sores + pupil sore. I can¿t work. I can¿t do basic things like turning on the light, I need to do it gradually. Not too much tv, not too much cellphone. Nightlight.¿ the date of the event was not provided but will be reported as (B)(6) 2022. It is unknown which is the affected eye. It is unknown if the suspect product is available for return for evaluation. The suspect lot number was not provided. No additional evaluation can be conducted. The event is being reported as a worst-case as we were unable to verify the pt¿s diagnosis and treatment. The suspect product will be reported as acuvue oasys® for astigmatism brand contact lens. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product availability is unknown.